Manufacturer narrative:
Concomitant medical product: 6944-65, implanted: 2009-11-20. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited occasional atrial undersensing noted on stored electrogram (egm). The ra lea remains in use. No patient complications have been reported as a result of this event.